Manufacturer narrative:
Problem carrier would not retract. Analysis of the returned capio device revealed the carrier of the suturing device was partially extended. The carrier would not extend or retract. The returned mesh assembly was fully intact with no damage to the lead sutures or separated needles. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Since the event occurred during the procedure and inside the patient, the damaged mechanism inside the capio device is likely a result of forces exerted on the device while positioning it to fire the suture. The most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a uterine prolapse procedure performed on (B)(6) 2013. According to the complainant, the carrier locked and could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.